Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "failure code 814:04 ch c". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unremediated vista minor(5.04.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a colleague infusion pump with an error code of 814:04 on channel c was confirmed and reproduced during evaluation. The assignable cause was determined to be a defective pump head module (phm) on channel c. The phm was replaced to fix the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.